Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing of a laparoscopic right hemicolectomy procedure, the surgeon pushed the center control button down however could not fire the device. They replaced the device with a new cartridge, and the firing was completed. There was no patient injury.